Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her lfs meter (type unknown) was reading inaccurately. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. During the follow-up call, the patient informed the csr that she began to obtain what she felt were inaccurate readings with the subject meter approximately 3-4 weeks prior to contacting lfs. The patient claimed she was obtaining slightly higher results with the subject meter compared to her normal readings (actual results not provided). The patient stated at the time the alleged issue began she was managing her diabetes with a combination of oral medication (type unknown) and insulin (type unknown); however, denied making any changes to her usual diabetes management regimen in response to the readings she obtained with the subject meter. On an unspecified date, after the alleged issue began, the patient reported developing symptoms of sweating and not feeling well. The patient was unable to confirm if she associated the symptoms with a high or low blood glucose. The patient denied receiving treatment in response to the symptoms. The patient reported going to sleep after the onset of the symptoms and claimed she felt better when she woke up. At the time of the initial call to lfs the patient informed the csr that she felt the symptoms were as a result of her diet and lack of exercise. On (B)(6) 2012, the patient stated she saw her physician. She confirmed tests were run; however; she was still awaiting the results. The patient denied that her blood glucose was tested at the time of the office visit, but reported that her physician adjusted her insulin dosage. The patient claimed her physician decreased the dosage of insulin (amount unknown). At the time of the call, the csr noted that the patient no longer had the subject meter or testing supplies with her. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.